Event description:
Reporter alleged the blood glucose monitoring device looks as if it has burn marks on the bottom of the meter. Reporter stated thinking they might have had some sort of power surge. Reporter indicated no serious injury, actions taken, or treatment as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.